Event description:
Customer reported a blank display after replacing his battery. The customer also stated there was a scratch on his insulin pump's screen. Customer also stated the insulin pump was not dropped, bumped or exposed to moisture. Customer's blood glucose was 500 mg/dl. He treated his blood glucose with a manual injection and the insulin pump. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).